Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the drawer was not responding. The field service engineer (fse) row b in drawer 5 on the main was not detected on the bus. The station was shut down and the back panel was opened. The back of drawer 5 was opened. The row board cable was disconnected from the drawer controller board and reconnected. The station was powered on. The drawer remained unrecoverable and diagnostics were opened. Row b was greyed out. The drawer was opened and only one light on the row board was flashing. A new row board was scheduled for replacement. Upon initial inspection, both pockets in row b failed. The row board ribbon cable was reseated, but no pockets inserted into row b responded. Pockets were placed in other empty rows temporarily. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 was not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.